Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 9 months post implant of this annuloplasty band, the band was explanted and replaced with a bioprosthetic valve.  The reason for the explant was not reported. No additional adverse patient effects were reported.